Event description:
Correction to b5 of the initial report: there was no burn on the plastic distal end cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to b5 of the initial report. Correction to h6 component code of the initial report to remove "772-cover" and to medical device problem code to remove "1071-thermal decomposition of device" additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a conclusive root cause for the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube and there was a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.